Manufacturer narrative:
Additional information: the device was being used for pre-dilation. The device was not moved or repositioned prior to the leak occurring. No sudden or gradual drop in pressure was noted on the inflation device. It was indicated that the balloon could not inflate on the first inflation. It was also stated that the balloon could not be inflated after the package was opened. The same inflation device was used successfully with other devices. It was stated that it was initially considered to a be a problem with the non-medtronic pressure pump, so it was replaced with another pressure pump, however it was confirmed that it was an issue with the balloon. The procedure was completed using another sprinter legend device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one sprinter legend rx ptca balloon catheter to treat a moderately tortuous, moderately calcified lesion located in the distal left anterior descending (lad) artery. The device was inspected with no issues noted. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that a leak occurred during balloon inflation and the device could not be inflated. The patient was reported to be alive with no injuries.

Manufacturer narrative:
Product analysis summary: there was crack evident on the luer. The balloon folds were intact; no inflation had been performed. The device failed negative prep due to crack on luer. It was not possible to inflate the balloon due to the cracked luer. There was no other damage evident to the remainder of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.